Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor implant procedure. Prior to the procedure, the device was interrogated and an error was observed. It was suspected that a battery issue resulted from device exposure to cold weather. The device was not used. A different implantable cardiac monitor was implanted. The patient was stable throughout.